Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implantable neurostimulator ( ins). It was reported the patient reported to the ER because they believed they had an infection at the ins site. The ER gave the patient antibiotics. No further complications were reported or anticipated.